Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient mentioned, their they had a dead implant battery in their back. Patient stated, they were supposed to get a CT scan, but they were trying to get their handset and communicator to connect. Patient said, that they would get a circle with a line across it. And every time, they hit the wi-fi part on their handset, it wouldn't let them in .and it said, to talk to manufacturer or something. Patient noted, that they lay on a cold floor in the mornings and their whole body convulses when the therapy is on. Patient mentioned, they had an appointment with healthcare provider next week tuesday to prove that the implant battery was dead. Patient mentioned, that the healthcare provider had the therapy set at a high range .and that it only lasts three years. Patient mentioned, their hcp would not give them no more muscle relaxers. Agent asked, clarifying question and patient mentioned, they can't connect to their handset. Agent walked patient through resetting their communicator and handset. Patient then tried to connect to the mystim pc app and got device not found. Agent walked the patient through restarting the handset. Patient confirmed, that there was no code on the screen with the code. Patient noted, they charged their handset last week and that the handset was at 24% and that their communicator was charged to 30%. Patient then unlocked the handset and pressed the connect button. Patient powered the communicator on and saw a green and blue light and then a yellow light. Patient mentioned, they saw the lights go off on the communicator. Patient tried to scan the qr code of the communicator, then handset showed device not found. Agent reviewed with patient to charge their communicator and agent will call the patient back tomorrow.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.